Event description:
It was reported that the patient experienced low blood glucose to 75 mg/dl after a smaller-than-expected lunch and treated the event with oral carbohydrate in the form of grape juice; the caller sought guidance on timing for announcing and consuming the next meal and was advised to wait to ensure stability before eating. Symptoms included hypoglycemia. Outcomes included transient interruption and delay in planned meal timing with counseling provided on low-glucose treatment and meal announcement practices. Investigation included complaint handling and user education review. Investigation of this case revealed user-related factors associated with inaccurate meal sizing and subsequent hypoglycemia, with appropriate corrective action through oral glucose and protocol reinforcement. It was concluded that the event was attributable to user-related meal sizing and was managed with standard treatment and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.